Event description:
It was reported that the customer had an air bubble anomaly and had no delivery on the insulin pump. Customer's blood glucose level was 469 mg/dl. Customer was assisted in performing a 5.0u fixed prime and stated that the insulin did not exit. Customer did not see any insulin leak out of the infusion set. Customer stated that the tubing was filled with white stuff and does not know if it is air bubbles or kinks. Customer was advised that the insulin needs to be at room temperature. Customer started to change out the infusion set. Customer stated that she is fine and does not want to continue troubleshooting for high blood glucose level. Customer stated that she may have eaten something she was not supposed to. Customer declined troubleshooting. Customer changed alert to beep feature. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.